Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of two (2) clearlink system continu-flo solution sets had separated from the y-site. There was a break in the rigid set components. This occurred during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11. Correction: a1, a2-a6 (update to ni), b5, b6, b7, d10 (therapy date is ni), f10/h6: health effect - impact codes (replace with f26). B5: replace "this occurred during setup prior to patient use. There was no patient involvement." With "the event was observed after starting fluids on a patient. There was no report of patient injury or medical intervention associated with this event." H11: the actual devices were not available; however, a photograph of a sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; there was no evidence of a leak. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.